Event description:
Caller reported a minimum fill notification, which indicated a potential issue with insulin delivery. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by filling a new cartridge with insulin and loading it onto the pump prior to contacting technical support. Technical support assisted the caller with replacing the pump in its case, confirming that loading a second cartridge resolved the issue.